Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of synthes device history records revealed that the torque limiting handle was manufactured by (B)(4). (B)(4). At the time of receipt the product conformed to all requirements. (B)(4) was opened regarding undersize screws that lead to the handles falling off. (B)(4). We can not comprehend this incident afterwards, because this article undergone a final inspection.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that a torque limiting handle was defective. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Part number 03.620.019 lot number 566944j06 was manufactured by teleflex medical ¿ now tecomet kenosha. The supplier conducted a device history record review and determined that the instruments in question were manufactured to all applicable drawing, process and material specifications. The supplier conducted a review of the complaint product and determined that the smaller front gear in the torque mechanisms has cracked in both instruments. The cracks are along the pressed pins of the gears. The most likely cause for the cracks is from undo stress placed on the gears by either over torquing or reverse torquing the instruments.

Event description:
This report is 1 of 1 for complaint (B)(4).